Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The physician was treating a lesion located in the 1st obtuse marginal coronary artery. The lesion was predilated using a 3.0x15 quantum and a 3.0x12mm maverick balloon. The physician attempted to place a 2.5x16mm taxus express2 drug eluting stent but was unable to cross the lesion. A dissection was noticed. No other stent crossed. Patient condition was not reported, additional information was requested.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8513265 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.